Event description:
Report received describing infiltration experienced while device was in use. The pump was infusing adriamycin through a porta cath at unspecified settings. The pump was set up on friday while the pt was still in the hosp with anticipated discharge to home with continued infusion of the chemotherapeutic. Pt education and operating instructions were completed by the nursing staff. On saturday morning, the instructions were reviewed by a nurse. The pt reportedly told the nursing staff that she "had been on home infusion before and she knew all about it and would read the instructions at home." The pt was discharged later that day. A call to the pt was made on sunday morning and she reported that everything was fine and she had not had any problems with the infusion. On monday, the pt called to say the porta cath site was "leaking red fluid" and she was instructed to return to the hosp. Upon arrival, she stated that she had seen some "orange drainage yesterday but thought she had drooled" onto the site dressings. Upon arrival, a large amount of red fluid was on the dressing which had been reinforced. It was observed that the needle had become dislodged from the porta cath but has remained in the subcutaneous tissue. Incision and drainage was completed of a "large, deep wound." No further info was available. Subsequent status of the wound was not available.

Manufacturer narrative:
The customer initially reported in 11/97 that the pump was not going to be returned for testing.the pump was recently received. The device passed all testing without error.